Event description:
It was reported that during implant, the lead exhibited high thresholds. The lead was not implanted, and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.